Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. During the procedure the needle broke. No fragments remain in the patient. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: a needle that broke in the body was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle. A visual inspection was also performed on loose needles returned for evaluation. The inspection revealed scuff marks and indents on many of the needles that was produced during handling by the surgical needle holders or some other gripping device. There were no signs of manufacturing defects found on the needles.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.